Manufacturer narrative:
Vyaire medical file identification: (B)(4) h3: 81 other ¿ currently, the suspect device has not been returned for evaluation. However, it was confirmed through troubleshooting that the avea ventilator repeated shutdown and start-ups while on a patient. No harm or injury to the patient. A root cause has not been determined since the suspect device has not returned for evaluation. No patient involvement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : troubleshooting by imi.

Event description:
It was reported to vyaire medical that the ltv ventilator repeated shutdown and starts-up while it was working on patient. Also, it started up when the cable was unplugged from the outlet. No patient injury or harm.